Event description:
Customer reported the exlusion pin was missing. There was no reported pt injury. Investigation/conclusion: the vaporizer was returend to the mfg site, and the exclusion pin was found to be missing. The assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual. This is the first MDR within the last 12 months involving a tex 6 nad unit wherein the exclusion pin was missing.